Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted umbilical hernia ipom surgical procedure, the needle driver broke. The customer described that the instrument appeared to break a cable. No pieces reportedly fell into the patient and no patient injury was reported. The procedure was completed with no reported injury.